Event description:
Procedure: breast reconstruction. According to the reporter: the clip applier was sticking when the surgeon was attempting to use. He said the clip applier handle jams and jerks potentially harming vessel he is ligating. Clip does ligate but handle jams in the process. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).